Event description:
It was reported the patient's lead wires had 'curled' and the patient wanted the device removed. The patient turned her device off about one year ago. It was noted the patient's lead moved after '13 or 14 months' but prior to the lead moving the device worked.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v596290, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported the lead ¿slipped out and the patient had not had it more than probably 13, 14 months.¿ it was noted the patient wanted to see a physician to ¿have this thing reinserted.¿